Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting wire increased and the cutting wire broke if the device was activated under the following conditions where the distance between the cutting wire and the tissue was too close or the cutting wire contacted the tissue with a point contact. The above device handling has warned in the instruction.

Event description:
We received the following report. The cutting wire was broken off at the second activation. The intended procedure was completed with another device. There was no patient injury reported.